Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was hot to the touch while plugged in and charging. Customer¿s blood glucose level was 68 mg/dl. The customer continued to use the pump for insulin therapy.